Event description:
Customer reported that the t:slim x2 pump battery was not charging, and there was a power source alert noted in the pump history marked as alert 07. However, there was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by changing the charging supplies using a tandem wall adapter and charging cable, and the pump began charging without the need for further assistance.